Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had motor error alarm. Customer¿s blood glucose was unknown at the time of incident. Drive support cap was sticking out. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. Motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion test, prime/a33 test and excessive no delivery test due to motor error alarm during basic occlusion test.